Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was running hot at the end of a procedure at the user facility. The procedure was competed successfully with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported that the device was running hot at the end of a procedure at the user facility. The procedure was competed successfully with no delay, medical intervention, or adverse consequences reported.